Manufacturer narrative:
The pump error 53 was noted in the history file due to a software error. The pump was received with a cracked keypad overlay at the select button. The pump was received with a severely scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer an alarm for software error detected on the insulin pump. Customer's blood glucose was 7.2 mmol/l. Customer was advised that the pump will be replaced.